Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance issue. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment corrected fields: b5 describe event or problem h6 impact codes and device codes this event is no longer reportable since it is a duplicate for another complaint #(B)(6), emdr #15409091.